Event description:
Per the clinic, the patient experienced an infection near the electrode holder at the implant site and cholesteatoma in the mastoid around the electrode array resulting in extrusion of electrode lead in auditory canal. Subsequently, the patient was prescribed with antibiotics for two weeks (specific date not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.